Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The separation of the tip and kinks were confirmed. The resistance or sticking of the lock was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation determined that the reported difficulties were related to circumstances of the procedure. The reported resistance and ¿click¿ felt during retraction of the thumbslide during the removal and locking step was likely due to the tip separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left femoral artery. The vessel was prepared with a 6mm balloon infalted at nominal pressure for 5 minutes. A 5.5x40mm supera stent was advanced and deployed without issue. During removal, at the locking step (to lock the 2 red knob/system lock) the physician felt a small resistance, like a click. The delivery system was able to be removed without issue. The physician advanced an unspecified balloon (no inflation performed) when he observed that there was a piece (distal shaft) of the supera in the right iliac artery. A lasso was placed and used to extract the piece from the artery. A kink was noted on the shaft, but unknown if it occurred during procedure or handling afterwards. There was no adverse patient sequela. No additional information was provided.